Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the incident. There was no adverse impact on the customer's blood glucose level, as it did not exceed concerning levels. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arose again, acknowledging the instructions given.